Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 cubies intermittently failing. The field service engineer reseated this row board cable. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed drawer. The field service engineer reported that this malfunction occurred during the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.